Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the gauge was reading inaccurately, and the needle was sticking. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified lateral cutaneous vein. An encore pi inflation device was used for treatment. During the procedure, the balloon was inflated under fluoroscopy. However, it was noted that the encore meter did not change from 0, the gauge needle was sticking and did not move. Despite the inaccurate gauge reading and needle sticking, the balloon itself did not fail to inflate. The procedure was completed with another of the same device. No patient complications were reported.